Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The peritonitis manifested as cloudy effluent and abdominal pain. The patient was hospitalized for the event and treated with vancomycin and amikacin. The patient was retrained on proper techniques but it was unknown if they recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was incorrectly marked as "product problem", but should have been marked "adverse event". Should additional relevant information become available, a follow up medwatch will be submitted.